Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of seizures, stroke and neurological dysfunctional are known adverse events as listed in the xact instructions for use. The patient effects were treated with additional therapy/non surgical treatment, medication and hospitalization. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture design.

Event description:
Device issue: none. Adverse event (ae): status epilepticus refractory to medication. Time of ae: post-procedure. Adverse event (ae): hyperperfusion syndrome, status epilepticus, extension of stroke. Time of ae: post-procedure. It was reported via trial that the patient, who has history of seizures for 4 years and noncompliance with seizure medication for past 1 1/2 years, experienced a stroke on (B)(6) 2010 and underwent uneventful stent implantation in the left internal carotid artery on 7/27/2010. The next day the patient experienced generalized clonic/tonic seizures, right side greater than left, refractory to medications including keppra and ativan. The patient was intubated and placed on propofol, however, she continues to have breakthrough seizures, diagnosed as status epilepticus. Propofol was discontinued, however the patient remained unresponsive on a ventilator. CT scans of the head done on (B)(6) and (B)(6) 2010 showed no bleed or new stroke. MRI scan revealed hyperperfusion and extension of stroke. Seizures were believed to be likely secondary to hyperperfusion syndrome. Seizures resolved on (B)(6) 2010 with medication and the patient was more alert. The patient was discharged to a long term care facility for ventilatory care on (B)(6) 2010. Though requested no additional information was provided.